Event description:
On (B)(6) 2015, osteomed was notified of a complaint against p/n (B)(6). Per the complaint, the surgeon used the 2.0 straight extremifuse implants on a pt. Three weeks following the initial surgery, the pt came back and both toes showed signs of non-union. He waited one (1) additional week, and they did not heal. The implants were removed on (B)(6) 2015 and the surgeon revised the hammertoe surgery with a k-wire. He performed fusions of the 2nd and 3rd dip joints.

Manufacturer narrative:
Osteomed did not receive the devices back for evaluation. In the absence of the returned device, a review of internal complaints, capas, and ncrs was performed as part of the investigation. The results did not identify any internal failures associated with p/n (B)(4).